Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 453 mg/dl and 117 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a thyroid procedure while testing the device, the blade fell off of the device. There was no patient involvement. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.